Event description:
It was reported that during a colon procedure, the circular stapler performed an incomplete stapler line, 1/2 cm of the anterior part of the anastomosis without staples. The case was completed with a like device with no pt consequence.